Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating a normal termination). Visual inspection was performed on the sensor plug and broken sensor snaps were observed which, causes poor connection between the rubber contacts and pcb (printed circuit board) contacts, which may cause the sensor plug to be unable to form a proper seal, which can lead to liquid ingress onto the pcb. An extended investigation has been performed on the returned sensor plug and observed that a side snap had broken off of the sensor which caused improper seating of the sensor plug in the mount. Therefore, the issue is confirmed to a broken side snap. G07002 appropriate term/code not available has been selected as this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A replace sensor error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was was able to self-treat with unspecified treatment. There was no report of death or permanent impairment associated with this event.